Manufacturer narrative:
Multiple attempts were made to gather additional information regarding the reason for the sapien 3 valve explant, however, the information was not forthcoming.    In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The reason for the valve explant cannot be confirmed.  It is possible that the patient factors and co-morbidities may have contributed to the valve explant.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, ten months post tavr procedure and implant of a 29mm sapien 3 valve with a 29mm commander delivery system and 16f esheath, the valve was explanted and replaced with a surgical valve. Per the salesforce report, the valve was deployed in a 70:30 aortic position with mild pvl seen post procedure.